Manufacturer narrative:
Additional medwatch information provided. Correction on initial report: device identification (lot#). Additional information provided: device identification & device manufacture date.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "while helping another nurse with an IV pump that kept beeping "air in line", the nurse took the tubing out of the pump and ran her fingers down the tubing connections the tubing became disconnected from the mainline squirting chemotherapy on the nurse's arms, hands, face, chest, and leg."

Manufacturer narrative:
The customer¿s report that the tubing separated and leaked was confirmed. The set was visually inspected for kinks, holes/tears in the tubing or damages to the components. Visual inspection of the set noted the retainer ring on the engagement of the silicone segment to the upper fitment component was not present. And the lower fitment component was deformed due to one side being slightly lifted and the release lever slightly angled towards the opposite lifted side. Examination under magnification of the silicone segment end observed evidence of a retainer ring indentation which does not look to be misaligned along the tubing, indicating that it had been properly assembled onto the set. Dimensional analysis of the upper fitment measured to be within specification. Slight tugging of the rest of the set¿s engagements observed no separation. The cause of the leak was due to the separation. The root cause of the customer¿s report was not identified.

Event description:
It was reported that after (5) minutes of initiating gemcitabine (1800mg/100ml) programmed at a rate of 200ml/hr. The device alarmed for ail. The rn removed the tubing out of the device to check for air in the line, rubbed fingers down the tubing however when stretching the tubing to insert back into device, the tubing disconnected from silicone segment and splashed chemo onto the rn. Although there was no patient harm, the rn was sprayed with chemo on her arms, face, hands, chest, and leg and was seen in the emergency department. It was later reported that there was no required medical interventions and the rn was released for immediate return to work however the rn does report small opened area on face and finger where chemo was exposed to skin. Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "while helping another nurse with an IV pump that kept beeping "air in line", the nurse took the tubing out of the pump and ran her fingers down the tubing connections the tubing became disconnected from the mainline squirting chemotherapy on the nurse's arms, hands, face, chest, and leg."

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that after 5 mins of initiating gemcitabine (1800mg/100ml) programmed at a rate of 200ml/hr. The device alarmed for ail. The rn removed the tubing out of the device to check for air in the line, rubbed fingers down the tubing however when stretching the tubing to insert back into device, the tubing disconnected from silicone segment and splashed chemo onto the rn. Although there was no patient harm, the rn was sprayed with chemo on her arms, face, hands, chest, and leg and was seen in the emergency department. It was later reported that there was no required medical interventions and the rn was released for immediate return to work however the rn does report small opened area on face and finger where chemo was exposed to skin.